Manufacturer narrative:
It was reported that during the kit inspection, the inspector saw that the cardboard packaging was cracked. He opened the sealed film to see inside the pack and he found that he internal packaging was cracked too. The external film was intact and it was opened only to see inside. Trend analysis: no trend identified. Device analysis: the cardboard boxes were damaged, compressed and torn. The inner pouches were also torn. Possible causes for the reported event according to dfmea: a) infection -> due to failure of packaging due to insufficient sterile barrier within the sterility guarantee. B) damaged implants through insufficient packaging -> due to damaged implants, through transportation, cause implant-instrument interface to function incorrectly. Comparison to investigation results whether it is possible and justification: a) possible: the sterile barrier was affected and this could potentially lead to an infection if the product was implanted. The carton package was torn as well as the three inner packaging. The damage of the package was due to damage by transportation and/or mishandling. B) possible: the package was damaged and this could potentially lead to a damage of the product. The carton package was torn as well as the three inner packaging. The damage of the package was due to damage by transportation and/or mishandling. The DHR of both lots showed that the released components met all requirements to perform as intended. The results of the investigation showed that it must have been a problem with the transportation and/or handling, because such damages were visible and would not have been released to the market by zimmer. Such damage could have occurred due to a large shock to the packaging (e.g. If the package fell down). It was also reported that the external film was intact. Additionally, the kits with the implants were involved in many kit rotations and it could be possible that the damage occurred during the kit rotations. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer received the device for investigation on september 25, 2015. The investigation is pending. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4). Investigation is pending.

Event description:
It was reported, that during kit inspection on (B)(6) 2015, the inspector saw that the cardboard packaging of an a.s. Humeral head d 50 h 18 was cracked. He opened the sealed film to see inside pack. The internal packaging was cracked too.